Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 1 of 4. The home patient (hp) was connected at the time of the alarm. Through the troubleshooting, the technical service representative (tsr) determined that an available, unused line on the organizer had an open clamp on it. The tsr explained the importance of the clamp being closed. The tsr instructed the hp to close the clamps and cycle the power on the hc device to clear the alarm. The tsr had the hp disconnect and advised the hp to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.